Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2023-00015, 3013450937-2023-00016, 3013450937-2023-00017, 3013450937-2023-00018, 3013450937-2023-00019, 3013450937-2023-00020, 3013450937-2023-00021, 3013450937-2023-00023, 3013450937-2023-00024 and 3013450937-2023-00025. The following MDR was also submitted for this patient: 3013450937-2021-00061.

Event description:
Patient was revised on (B)(6) 2023 due to an alleged infection. During this revision surgery the following implants were revised: eleos tibial hinge component, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
Patient was revised on (B)(6) 2023 due to an alleged infection. During this revision surgery the following implants were revised: eleos tibial hinge component, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.